Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 162 mg/dl. The current sensor glucose value is unknown. The sensor glucose and blood glucose is not within acceptable range. The customer was advised that we are sending 2 replacement sensors.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor passed with accurate readings. A visual inspection found the cannula was bent; unable to confirm if the customer received the senor in said condition due to the sensor was returned opened and used.